Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the system was getting a "localizer not connected" error. This occurred while navigation, the issue occurred about an hour to an hour in a half into the procedure. The site rebooted the system and the issue resolved. There was less than an hour delay in the procedure. No impact on patient outcome. The manufacturer representative updated and said that the issue was resolved with backing out of the software and then going back into it.